Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd 60ml syringe luer-lok¿ tips experienced a smeared label or packaging/illegible print permanency. The following information was provided by the initial reporter: material no.: 309657 batch no.: 0318604 on (B)(6) 2021, associate noticed eight (8) sterile bd 3 ml syringe luer-lok tip with various black markings on label face. Eight (8) intact 3 ml syringes identified. No patient injury.

Event description:
It was reported that 8 bd 60ml syringe luer-lok¿ tips experienced a smeared label or packaging/illegible print permanency. The following information was provided by the initial reporter: material no.: 309657 , batch no.: 0318604. On (B)(6) 2021, associate noticed eight (8) sterile bd 3 ml syringe luer-lok tip with various black markings on label face. Eight (8) intact 3 ml syringes identified. No patient injury.

Manufacturer narrative:
H6: investigation summary samples and photos received for investigation, upon observation packaging is stained with ink. Possible root cause include, ink spatter onto paper through the ink fountain, ink-stained rollers, and poorly designed inkwell tray. Corrective action include, update work instruction to include cleaning productive areas, and modify the inkwell tray. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.